Event description:
Per the clinic, the device was explanted on (B)(6) 2018 due to unspecified medical reasons. Additional information has been requested but it has not been made available as of the date of this report.